Event description:
It was reported that the ventilator failed internal leakage and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage and pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer. Issue resolved by replacing the expiratory cassette membrane and nozzle on the gas modules. Ventilator was tested and handed over to customer in good working condition. However, no part returned for investigation. Therefore, no root cause can be established. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module.

Event description:
Manufacturer's ref. #: (B)(4).